Event description:
Patient having trouble with the new cassettes with the blue and green clips. Patient stating this is the first time he is using the new cassettes. Patient reported the cadd legacy pump sn# (B)(4) kept on ringing for high pressure. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver. Dose or amount: 25ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2016 - to current. Diagnosis or reason for use: pah.